Event description:
Empty humidifier, catalog number 002006 was being used on a homecare pt with cystic fibrosis, and there was a report that there was no output flow and pt reportedly turned blue. Parents were present at the time of the incident and intervened, so there was no report of pt injury.

Manufacturer narrative:
Unfortunately at this time, a sample has not been received for evaluation; therefore, we are unable to confirm the reported issue. However, samples of the process were reviewed and no problems were found. Our mfg process was also reviewed and no problems were found related to the issue reported. A review of the device history record for the lot reported was evaluated for any issues related to this report, and it was determined that the product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. If the samples become available, we will reopen this investigation.